Event description:
It was reported that during an unk procedure, the instrument tip broke off. The broken part did not fall into the pt. No adverse pt consequence was reported.

Manufacturer narrative:
Date sent: 02/02/2009. Info anticipated, but unavailable at this time.